Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse performed a system verification, ensuring all components were functioning correctly. During this assessment, no issues were identified. To further support the customer, provided the biomedical engineer with detailed endoscope guidelines to enhance their awareness and understanding of proper usage. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates the complaint was not confirmed based on the field evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse performed a system verification, ensuring all components were functioning correctly. During this assessment, no issues were identified. To further support the customer, the fse provided the biomedical engineer with detailed endoscope guidelines to enhance their awareness and understanding of proper usage. The fse was unable to reproduce the reported problem. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the light cord burnt the patient's right thigh. The customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and it was noted that there was no malfunction but a follow-up from an isi field service engineer (fse) was requested per their hospital policy. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.